Event description:
A customer contacted beckman coulter (bec) reporting a fluid leak of approximately 1 ml coming from the right hand side of the coulter ac t diff 2 analyzer. The leak was not contained within the instrument. Prior to the discovery of the leak the customer stated that the instrument generated white blood count (wbc), hemoglobin (hgb), and platelet (plt) background failures upon startup. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
The customer reported that the startup failures began after changing reagents. The bath assemblies were cleaned which did not resolve the issue. Bec customer technical support (cts) assisted the customer in determining the cause of the issues. The customer was instructed to open the instrument and discovered a leak and that the wbc bath was overflowing. The customer ensured the waste container was not full along with performing a rinsing and mixing cycle on the baths. The baths were now draining correctly. The system startup and control tests were successful and there was no further leaks observed by the customer. A definitive failure mode could not be determined. Service was not dispatched for this event since the customer corrected the issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).